Event description:
During a variable angle (va) volar distal radius implant surgery on an unknown date, a screw went through the entire plate hole. The surgeon stated that this occurred while drilling through the locking screw into the distal radius plate (distal most ulna hole). Surgeon explanted the screw and re-implanted a new locking screw with no issues. No additional time was added to surgery, with no adverse effect to patient. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.